Event description:
It was reported that during procedure the physician noticed energy attenuation. The procedure was completed using the original device. There were no patient complications reported.

Manufacturer narrative:
The console was field service at the user's facility. The optical path was check and it was normal, the protective mirror was check, the far-field optical path was fine-tuned and the energy recalibrated. Tested printing at 10 kj at full power and it was normal. Therefore, the reported allegation could not be confirmed.

Event description:
It was reported that during procedure the physician noticed energy attenuation. The procedure was completed using the original device. There are no patient complications reported.